Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with a saline mentor smooth round moderate profile 375cc and experienced capsular contracture baker grade IV on the left breast implant. As a result, the patient had undergone removal on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that a manufacturing record evaluation (mre) was performed for the finished device number 126835, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).